Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Device data was insufficient to obtain battery status, and no telemetry was present on this pacemaker. The battery was removed from the device and replaced with an external power source. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations of code 1003 and oversensing.

Event description:
It was reported that this patient felt lightheaded and unwell, when they reported to the emergency room. Upon interrogation, code 1003 was noted on the pacemaker, follow by a red alert stating the voltage was too low for the remaining capacity. During interrogation, the patient had pacing interrogation leading to 10 seconds of asystole. An external defibrillator was applied to the patient for transcutaneous pacing, and after 3-4 minutes, a second episode of asystole with pacing inhibition occurred. This pacemaker was successfully replaced and expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient felt lightheaded and unwell, when they reported to the emergency room. Upon interrogation, code 1003 was noted on the pacemaker, follow by a red alert stating the voltage was too low for the remaining capacity. During interrogation, the patient had pacing interrogation leading to 10 seconds of asystole. An external defibrillator was applied to the patient for transcutaneous pacing, and after 3-4 minutes, a second episode of asystole with pacing inhibition occurred. This pacemaker was successfully replaced and expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.